Event description:
It was reported that the customer had a low blood glucose level. Customer's blood glucose level was 40 mg/dl. Customer declined trouble shooting and stated the low has to do with the settings and is working with trainer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.